Event description:
It was reported that during a sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and moved the opposite way that the surgeon¿s hand moved at the surgeon side console (ssc). No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa was able to reproduce the reported complaint. The vessel sealer extend (vse) instrument was driven on da vinci in-house system, but intuitive motion was not being experienced. The movement output was not corresponding to what the hand motion was being experienced at the master tool manipulator (mtm). The instrument moved in the opposite direction. The complaint of non-intuitive motion was confirmed by fa, which indicates that the device may have contributed to the customer reported issue. Further evaluation found during a visual inspection was the instrument main tube tabs were not mating with the tube adapter of the instrument's distal clevis. The tabs appeared to be dislodged and could easily slide out of the adapter pockets once the distal clevis was rotated and while holding the main tube steady. Since the clevis could move independent of the main tube due to this disengagement, this would create the non-intuitive motion because the grip tips are no longer following the mtm commands. The fa found the additional failures of a dislodged main tube tab to be related to the customer reported complaint.